Event description:
Baxter china reports 2 incidents of broken twist clamps. Noted during use. One transfer set had been used for 8 weeks and the other set had been used 9 weeks. No pt injury or medical intervention reported.